Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. The device were optically and technically controlled and passed all the tests.

Event description:
On (B)(6) 2013, it was reported that when the patient's mother attempted to change her son's infusion set the insertion device she was using did not release the infusion set after it was fired and the cannula was inserted into the patient's body. The results was that the infusion set and the insertion device were stuck to the patient's body. The patient's mother was unsuccessful removing the insertion device and called for an ambulance. The paramedics were unable to remove the insertion device and took the patient to the hospital. The insertion device and the cannula were successfully removed at the hospital and the patient returned home. The patient reported that the insertion device had to be taken apart at the hospital for it to be removed. Later that night a new cannula was inserted into a different infusion site. That night and the next day the infusion device displayed e4 (occlusion error). The patient's blood glucose level was 11 mmol/l (198 mg/dl). The patient's mother primed the infusion device and did not see any bubbles. She thinks the e4 errors may have been related to the patient's infusion site. The patient's mother reported that the e4 error did not reoccur and the patient's blood glucose levels returned to normal. The insertion device and infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.